Event description:
It was reported that the preloaded intraocular lens (iol) tore during implantation. Account noticed that the iol optic was torn during insertion into the eye and removed the lens while it was only partially implanted. There was no cartridge tip damage and the instructions for use were followed. No patient injury occurred and no additional medical or surgical intervention were performed. The procedure was successfully completed with a replacement iol. No further information was provided.

Manufacturer narrative:
Section d6a: implant date: not applicable, as there is no indication that the lens was implanted. Section d6b: explant date: not applicable, as there is no indication that the lens was implanted. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section g4: PMA/510(k)#: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.